Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.7 cm diameter abdominal aortic aneurysm approximately three weeks ago. The common iliac artery was severely angulated. It was reported that there was difficulty inserting the delivery system into the access vessel; however, by rotating and pushing the delivery system was successfully inserted and positioned to the target area. It was reported that while the handle was being rotated the physician heard a cracking sound and the stent graft would not deploy. The physician checked the delivery system and noted that it was broken. The delivery system was removed and another delivery system was used to successfully complete the case. It was confirmed that there was no kink, or damage to the delivery system or packaging prior to use in the procedure. No clinical sequelae were reported and the patient is fine. The delivery system was returned and its evaluation has been completed. The stent graft was still loaded in place. There was a 3mm gap between the taper tip and graft cover. The slider was retracted 5mm. The backend wheel was 5mm from the starting home position. The sheath was broken at the distal end of the bond heat zone at 24.5-25.2 (5mm separation) from the edge of the graft cover. There were twisting marks on the sheath leading up to the breakage area. Evaluation of the device determined that vessel anatomy as well as torquing and twisting of the device are the most likely cause of deployment difficulty.

Manufacturer narrative:
Results: inherent risk of procedure (deployment difficulty). Patient's condition affected effectiveness of device (severely angulated iliac artery). Conclusion: device failure/lack of effectiveness related to patient condition (severely angulated iliac artery).